Event description:
A ventilator was returned to the MFR for routine preventive maintenance. There was no allegation of device malfunction. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the MFR's service center, an issue related to the lcd display screen was observed. The ventilator's lcd display screen, lcd backlight cable and system board to lcd cable were replaced to address the issue.